Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and the alarm was recurred after troubleshooting. The customer was able to successfully clear the alarm. The customer was advised that they may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected restart alarm anomalies noted. No unexpected failed battery alarm anomalies noted.